Event description:
Event description guidant received information that this right ventricular endocardial lead measured increases in pacing impedances approximately two weeks post implantation of this cardiac resynchronization therapy defibrillator (crt-d) system. In addition, the thresholds had increased. The lead was evaluated invasively and it was found the lead was able to come out of the header with just a pull. The setscrew did not require loosening. This had occurred to this physician with another patient as well.